Event description:
It was reported that there was a perforation during an electrode implant procedure. The patient recently had a sternotomy. So, the doctor tunneled a little more to the left of the sternum. When the tunnel was made upward toward the sternum, the tool went under the rib and went through the right ventricle. When the tool was removed, blood was squirting from the tract. The patient was taken to the operating room where he was stabilized. The electrode was attempted but ultimately was removed and discarded. The doctor will determine the next steps. There were no additional adverse patient effects.